Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument could not be closed on tissue. The surgeon did not have another instrument, therefore, he resected tissue and completed the procedure with manual suture. The hosp has reported the pt's condition is satisfactory.